Event description:
Allegedly, the patient was revised due to aseptic loosening socket; lysis stem; pain (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01109. This event occurred in (B)(6).